Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. Mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. If the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and the CAPA, there was the possibility that this phenomenon was attributed to the mechanism of the (1). Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.

Manufacturer narrative:
Olympus re-evaluated the event reported in MFR report #8010047-2021-07772 and confirmed that this device was also subject to the 30-date report criteria. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device and a single use distal end cover (maj-2315), it was found that mucosa scraped off and was bleeding on the surface, when the subject device was removed from the patient. Omsc was also informed from the user that followings. The user has recurrently (not always) found a mucosal fragment of approximate 12 mm diameter after removing the single use distal cover. The user suspect that tissue gets into the small gap during suction and is virtually cut off by pulling on the sharp slit edge of the maj-2315. The nurses of the facility were trained to put on the single use distal cover, so there is no user error. The problem occurred with different procedures; the head physician of the facility even once took the trouble to do a gastroscopy in the follow-up and saw superficial lesions (according to the nurses). There has been no follow-up intervention such as hemostasis, etc., as a result of the involuntary mucosectomy. There were a total of 5 incidents of this type. Therefore, omsc is submitting this MDR according to the number of event that was occurred and this report is 3 of 5, regarding tjf-q190v.